Event description:
Reporter indicated patient had been programmed to 8.0ma during a programming session at a routine office visit. The programming anomaly was not discovered until one day following office visit. Patient was reprogrammed to normal settings at that time. No serious injury was reported.